Event description:
The daughter of a (B)(6) female patient called zoll customer support to report that the "screen on her charger was dark". The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (screen dark) was confirmed. Upon evaluation, the battery charger/modem failure was a defective buck converter u604. The "enable voltage" input on u604 was low, which prohibited u604 from producing any output. The root cause of the defective u604 buck converter could not be positively identified but was likely random component failure. No adverse event resulted from the defective u604 component. The pt received a replacement battery charger/modem.